Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report: 1221359-2021-01402.

Event description:
The customer reported false positive results with the ID now covid-19 for multiple patients performed on (B)(6) 2021 with two different lots. This MFR. Report addresses lot 2 of 2. The customer reported a false positive result with the ID now covid-19 performed on (B)(6) 2021 on a direct tfs-2 nasopharyngeal swab during a patient's pre-operation screening . The nasopharyngeal swab was used per the product insert instructions. Repeat testing was performed using the same buffer from the first test, ID now results were negative. Rt-pcr confirmation testing was not performed. The customer stated all patients were asymptomatic. No treatment was provided. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lo t1018903 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1018903, test base part number 190-430 / lot 1018903. The lot met the required release specifications. A review of the complaints reported as false positives results and false negative results (confirmed and unconfirmed, conflicting results) frelated to kit lot 1018903 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.